Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned and evaluated by baxter. This complaint was opened during the investigation of complaint (B)(4). The system error 322 alarm was confirmed through an event history log review. The cause was undetermined. If any additional information is received a follow up will be sent. The lower auxiliary assembly was replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.

Event description:
During the evaluation of a returned spectrum infusion pump, 1 occurrence of 'system error 322' alarm was identified in the event history log. Any pt involvement, injury or medical intervention is unk since this item was found during evaluation of the device.